Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was severely worn and partially torn, not separated. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section. The above device handling has warned in the instruction manual.

Event description:
During a total laparoscopic hysterectomy, the subject device was used. After more than 30 minutes since the surgery began, the tissue pad of the subject device was worn and separated. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the tissue pad was not separated, but severely worn. This is the report regarding the severely worn tissue pad.